Event description:
It was reported that on (B)(6) 2012 during a refill a partial pocket fill was done; about half of the drug was put in the pump pocket. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).